Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) was not functioning as designed. Replacing the uninterruptible power supply (ups) resolved the issue. System turned on immediately after replacing the part. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. The reported issue was confirmed. When the returned uninterruptible power supply (ups) was connected to ac and a known good battery, the uninterruptible power supply (ups) would not power on.

Event description:
A medtronic representative reported that during oblique lumbar interbody fusion (olif) procedure, the navigation system shut down unexpectedly when the system was unplugged to move it to the head of the patient. The system had to be plugged in to turn it back on. Representative confirmed that the system was plugged in overnight to charge the batteries. Site used a different medtronic navigation system to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 10 minutes. No impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.